Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to dislocation/subluxation. Srnjr number: (B)(4) side: r gender: f mpo products related non revised: product ID: pppsqh48 procotyl® p ps shell 3-holes lot no.: 2015880 qty.: 1 product ID: ppec0s32 procotyl® p std e-class® liner lot no.: 20155100 qty.: 1 product ID: prtl2e03 profemur® tl2 stem sz 3 lot no.: 19751602003102 qty.: 1